Event description:
Physician reported right side "patient is suspected of having anaplastic lymphoma linked to the prostheses.¿¿ physician reported "late seroma being submitted to puncture with cytological diagnosis compatible with anaplastic large cell lymphoma associated with mammary implant (positive for cd30 and negative for alk." The device remains implanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma - late and lymphoma - alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "late seroma being submitted to puncture with cytological diagnosis compatible with anaplastic large cell lymphoma associated with mammary implant (positive for cd30 and negative for alk."

Event description:
Device has been explanted.